Manufacturer narrative:
Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Received one used unit for investigation. The sample was received in two portions; the white cannister and first/secondary septum were separate from the rest of the device. A visual/microscopic exam was performed on all of the components. Thick media was present within the extension set tubing, catheter adapter, catheter tubing, and inside both of the q-syte devices. Thick media was also present on the first/secondary septum and white cannister. The pinch clamp was fully engaged and both of the q-syte units were attached to the end of the y-adapter. Under magnification, a small nick/damage was present on the bottom edges of the first septum. The top of the first septum has a jagged slit and tear. The secondary septum also exhibits a jagged slit. Conclusions: the investigation was confirmed that both of the q-syte used units were attached to each end of the y-adapter. Confirmed there are no white canister and/or first/secondary septum inside the catheter adapter. Confirmed there was no damage to the catheter adapter hub. There was jagged slit on the first/secondary septum. Confirmed the locations of the septum slit on both first/secondary are in the correct positions. The engineer was able to reproduce the customer's experience and concluded that under high pressure injections if used incorrectly or if the catheter becomes occluded or kinked (due to pt bending at the area of insertion) the septum will blow. The instructions for use state: "18-22 gauge catheter systems are suitable for use with power injectors set to a maximum pressure of 300 psi and within maximum flow rates recommendations (table included on IFU), when the access ports are removed and a direct connection is made. The patency of the catheter system must be assured immediately before power injecting. Measure should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. (B)(4).

Event description:
The catheter was inserted and CT injection started. The flow rate was 3.0 ml/sec until they started injecting, then it was lowered to 2.5 ml/sec. As the injection started, the plug popped out and contrast sprayed the clinician in the left eye. The pt's vein felt fine and did not show any signs of infiltration. Another IV was started to complete the injection.